Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found at the yaw pulley near the base of the tip from the other side. The grip cable adjacent to the broken wire was found to be broken. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 1.039mm. The grips were not found to be cracked. The instrument was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed at the same side of the instrument. The corresponding conductor wire passed the electrical continuity test. The complaint regarding a broken grip cable was confirmed by failure analysis.